Manufacturer narrative:
An event of device migration and residual shunt 45 days after the device was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amulet left atrial appendage (laa) occluder was successfully implanted. 45 days post-procedure, transesophageal echocardiogram (tee) showed the device moved slightly, making the disc protrude into the pulmonary vein. Small, 2mm flow noted behind the disc on the pulmonary vein side; however, there was no pulmonary vein flow obstruction. The patient was reported to be discharged.